Manufacturer narrative:
An event of pericardial effusion was reported in a patient with tortuous anatomy. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 31mm amplatzer amulet was selected for implant using a 14f amplatzer delivery system. The amulet was successfully implanted according to the IFU. Approximately 1 hour post procedure, pericardial effusion was diagnosed via tee and treated with a pericardial puncture. No complications were reported during the implant procedure. The user does not allege a relationship between the pericardial effusion and the amulet device. The user does not allege a relationship between the pericardial effusion and the delivery system, reportedly because of difficult anatomy.